Event description:
The reporter stated that the user attempted to place a camino catheter 110-4l into a licox triple lumen catheter from the im3.st kit. It could not be introduced. The catheter only slid about halfway down the lumen before stopping. Similar events have occurred on two other occasions. A complaint sample from one of the incidents is available for evaluation. Integra has requested additional information from the user facility. Camino catheter 110-4l MFR report number is 2023988-2009-00002.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information.